Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the indicated failure mode for missing rubber sleeve tip and inverted cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for missing rubber sleeve tip and inverted cannula with the incident lot was observed. Root cause description: based on the investigation, a root cause for the missing rubber sleeve tip could not be determined. Based on the investigation, the most likely root cause for the inverted cannula was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: based on the investigation, a root cause for the missing rubber sleeve tip could not be determined. Based on the investigation, the most likely root cause for the inverted cannula was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.

Event description:
It was reported that no needle tip occurred with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, "during withdraw the blood, nurse found she was not able to puncture the tube into the holder, nurse then found there was no needle tip on the np needle, also the rubber sleeve tip also missing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no needle tip occurred with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter. "During withdraw the blood, nurse found she was not able to puncture the tube into the holder, nurse then found there was no needle tip on the np needle, also the rubber sleeve tip also missing.".